Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the air/water channel was due to the device being returned to olympus without undergoing reprocessing at the user facility. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of scope cover packing, water tightness is lost. In addition, objective lens has a crack and light guide lens has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope was clogged. It's unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the air/water tube and air/ water cylinder has remains of white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.